Manufacturer narrative:
The insulin pump had no button error alarms noted. The device had no button response due to a flattened dome switch on down arrow button. Unable to perform the displacement test or test for motor error alarm due to no button response. The motor passed the motor test. The device had a cracked case at the display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.